Event description:
As reported, on (B)(6) 2023 the patient underwent a bilateral breast implant removal reconstruction and rectus myocutaneous flap abdominal wall repair with phasix mesh. It was later noted that the labeled expiration date for the phasix mesh was 28-jul-2023. There has been no medical or surgical intervention, surgeon was notified and not concerned.

Manufacturer narrative:
As reported, the patient was implanted with expired phasix mesh. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.